Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber was cracked and caused the water to leak "instantly" during set up. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was visually inspected. Results: the visual inspection revealed a crack around the base and across the lip of the dome of the chamber. A lot check revealed no other complaints of this nature for this lot number. Conclusion: this crack is likely related to stress introduced during manufacture. Given the positioning of the crack on the bottom lip of the chamber, this likely happened when the aluminium base was formed to the plastic dome. This is an isolated case, and is likely related to the tolerances in this particular chamber base and dome. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. It is therefore unlikely that the crack to the chamber as described would have been present at the time of production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.